Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the resolution to the reported issue was confirmed during initial troubleshooting. Resolution confirmed on call.

Event description:
A medtronic representative reported on behalf of a healthcare provider (hcp), that during a sacroiliac and thoracolumbar procedure, the navigation system did not verify an imaging system tracker. The systems were rebooted and the issue was resolved. The procedure was completed with the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.